Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis, which was manifested by severe abdominal pain, severe pain in an unknown location, fever, and lethargy. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized due to severe abdominal pain and subsequently was diagnosed with peritonitis and sepsis. The same day the patient was treated with intravenous ceftazidime (for 15 days, dose and frequency not reported) and intraperitoneal gentamicin (for 15 days, dose and frequency not reported) for peritonitis and sepsis. Fifteen days after event onset, the patient passed away in the hospital. The cause of death was reported as due to cardiac arrest and septic shock. It was unknown if an autopsy was performed. It is unknown if the patient was recovering from the peritonitis event prior to death. Pd therapy was ongoing prior to death; however, it was unknown if pd therapy was ongoing at the time of death. No additional information is available.